Event description:
It was reported during a bronchial endoscopic ultrasound, after the first pass, the protective sheath detached from the handle of the single use aspiration needle. The procedure was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the olympus investigator was able to confirm the customer failure and determined the following cause: based on the result of replication testing, it can be inferred that a force beyond the resistance strength was applied to the boot caused the reported event. However, the exact cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.